Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the ok keypad button¿s under-responsive was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the button contacts. There were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.